Event description:
Affiliate reports the valve was implanted in 2000. At the end of a month in 2000, the valve was reported not to work as expected. The doctor confirmed that the valve was torn at the pumping part. The valve was discarded by the hosp.